Event description:
The customer reported that they had attempted to acquire 12 leads ECG and that some of the limb leads are not getting detected.

Manufacturer narrative:
(B)(4). The customer reported that they had attempted to acquire 12 leads ECG and that some of the limb leads are not getting detected. There was no reported adverse pt impact. Philips evaluated and confirmed the problem was a damaged ECG connector port and an ECG trunk cable. The issue was resolved by replacing the trunk cable and measurement panel. The device past all performance assurance tests and was returned to use.